Event description:
During a robot assisted prostatectomy procedure, the endocutter partially fired. Only some staple were deployed into the tissue, but the staple cut the tissue. The surgeon oversewed the area. There was no patient consequence.